Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt developed target vessel restenosis. The 6.0 mm and 90% stenosed target lesion was located in the mid right coronary artery (rca). There was a vessel diameter of 3.0 mm. The lesion was predilated and the 3.00 x 20 mm taxus express2 was implanted resulting in 0% residual stenosis. The pt was discharged 1 day later on aspirin and clopidogrel. At 270 days post index procedure, the pt was seen for a 9 month f/u visit and angiography which revealed target vessel restenosis. There was focal 90% stenosis distal to the index stent. The index stent was reported to be widely patent. The core lab reported that there was 13.11% stenosis of the mid rca. The distal rca stenosis was treated with placement of a 2.5 x 13 mm non bsc stent resulting in 0% residual stenosis. During the same procedure, the 2nd obtuse marginal was treated with overlapping 2.5 x 28 mm, 2.5x18mmm, and 2.5 x 8 mm non bsc stents resulting in 0% residual stenosis. The event was said to be resolved, and the pt was discharged 1 day later on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.